Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. This device exceeds its expected life of 7 years; manufactured in 2007. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp's locking device was not working. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.